Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required alarm condition indicating an internal battery charging issue was observed in the device's downloaded event log. The device's internal battery needs to be replaced to address the issue. No repairs were done as the device is to be scrapped.